Event description:
It was reported that, during the implant procedure, the patient experienced complete heart block with no escape rhythm. Asystole was noted. The right ventricular (rv) lead experienced rising thresholds, rising impedance and loss of capture. The lead was re-positioned several times without success. The lead was abandoned and a new right ventricular (rv) lead was implanted successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. (B)(4).